Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the reported complaint condition were identified. This report contains supplemental information for mentor asr/psr reference number ip-00467807. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 425cc mentor memorygel breast implant, catalog #3504254bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 425cc mentor memorygel breast implant experienced right sided baker¿s grade IV capsular contracture post procedure. The capsular contracture was diagnosed by a physician. As a result, replacement with another 425cc mentor memorygel breast implant was performed on (B)(6) 2019. This report contains supplemental information for mentor asr/psr reference number ip-00467807.